Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a battery anomaly. The cause of battery depletion could not be determined.

Event description:
It was reported that the patient presented to the hospital for a follow up. The programmer was not able to locate the implantable cardiac monitor. The physician attempted different positions but interrogation was unsuccessful. The device exhibited premature end of life. It was also noted that the patient underwent a CT scan in (B)(6) 2014 and fainted in (B)(6) 2015. On (B)(6) 2015, the patient visited a different clinic. The device could not be interrogated. The device was explanted and replaced on (B)(6) 2015. There were no complications for the patient.